Event description:
It was reported that the right ventricular (rv) lead was replaced due to suspected involvement in paced bigeminal pattern. The lead was no longer viable for use due to the fact that it was propagating preventricular contractions (pvcs) after nearly every paced beat. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).